Event description:
It has been reported to philips that the device will not fully power on after several reboots. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue was identified. The customer turned on the system in the morning, but it did not boot up. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The philips engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.